Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the patient progammer (pp) alarm going off. The patient did not understand why and had trouble understanding how the pp synchronized with the implantable neurostimulator (ins). He was getting the 'synch to ins' screen on pp. He was able to successfully synch. There was a loss of stimulation/stimulation sensation/therapy, the onset of which was sudden in nature. There was no trauma/falls reported that could be related to this issue. The pp showed stimulation was on. Changing stimulation was possible, but did not resolve the issue. He usually felt stimulation at 5.5v, but since about a week ago, he could not feel stimulation. A week ago, he felt pain so he went to turn the ins on and when he did, he turned up to 7-8v and could not feel stimulation. He turned the ins up to 8.9v today on the phone and did not feel stimulation. The patient was advised to meet with the managing healthcare professional. The indication for therapy was non-malignant pain.

Event description:
The patient reported they had an appointment with their hcp scheduled for (B)(6).

Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information received from a healthcare provider (hcp) via a manufacturer's representative (rep) reported an x-ray was taken and in the x-ray, it appeared that one lead was not connected to the battery. It was noted that the second lead was connected. The hcp noted that the patient could not feel stimulation from the lead that appeared disconnected. Interventions/actions taken to resolve the issue included scheduling the patient to have it fixed. The issue was not resolved at the time of the report. It was noted the hcp would have further information on the event after the date of the revision, which was planned, but had not yet been scheduled at the time of the report. The patient's status at the time of the report was listed as "alive with no injury." Additional information received from the patient reported that he had an x-ray 2 weeks prior. The patient noted that the doctor that did the surgery to put in his device did not do it right and the wires came out of the stimulator.

Event description:
Additional information was received from an unknown source. MRI and x-rays compatibility guidelines were requested. It was reported that there was problem with patient's stimulator. The issue started 4-5 months after the implant in 2016. The exact date was not provided. No symptoms were reported and no further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the patient had a lead revision done on (B)(6) 2019. The hcp read a note that said explant of non-functional perc leads. The hcp said it sounded like they broke off the generator or something. The hcp said on (B)(6) 2019, the revision plans were finalized. The hcp also said on (B)(6) one lead was programmable but the patient had unpleasant chest wall stim. The other lead was backed out.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4) implanted: (B)(6) 2 16, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient.

Event description:
Additional information was received from the healthcare provider (hcp) on 2017-05-16. The hcp reported that the patient was last seen by a physician on (B)(6) 2016 and was no longer a patient of theirs. No further complications were reported.

Event description:
Additional information received from the consumer reported that he had gone to see the doctor and got an x-ray. The lead being disconnected from the implant was not resolved and the patient stated they were in pain because of it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their lead broke off (in reference to the lead coming disconnected) and that they would need to have surgery to have it reconnected. The patient reported that they would keep everything turned off until that time. The patient is waiting to have the lead revision until they can get insurance. No further complications are anticipated.